Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head and modular sleeve were removed. The bhr cup and synergy stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. Patient has a history of multiple falls and ckd. A 2017 nephrology clinic note indicated the patient has one functioning kidney due to chronic left hydronephrosis. The revision intraoperative report indicated the joint was ¿without signs of any abnormal granulation tissue or indeed any abnormal tissue. In opening the fascia, there was no fluid¿ the head was clean and the acetabulum was solid and only mild corrosion on the trunnion. It cannot be determined to what extent the patients history of falls, renal failure and comorbidities had on her symptoms and elevated metal ions. Metal ions are renally excreted and can lead to elevated ion levels in the presence of renal failure. The pain and symptoms and falls are indicative of joint laxity. The reported pain, elevated cobalt and chromium and trunnion corrosion are findings associated with metallosis however the gross findings reported are not consistent. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Primary part details amended to better reflect updated event narrative received. (B)(4).

Event description:
Acetabular cup and femoral stem remained implanted. Hemi head and modular sleeve revised.

Event description:
It was reported that revision surgery was performed.